Event description:
A malfunction alarm was reported due to a motor movement error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if the issue occurred again.